Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reyh1797 showed no other similar product complaint(s) from these lot numbers.

Event description:
"The sensor did not show the line to be jugular, at one point sowed that it was heading to the svc. At that point I had blood return the introducer was shredded and remainder of the line was placed in. Upon xray, was found to be jugular. Attempted to replace the line, same occurrence.